Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing was "incomplete" on a continu-flo primary set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the set was sealed by the packaging machine. It was also noted that there were missing seal marks on the devices pouch. The cause of the sealed set was an issue with the manual packaging process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.